Event description:
PICC line in right saphenous noted to have lipids leaking under tegaderm. The dressing was taken down and there was an obvious small leak in the catheter a few centimeters under purple hub. The catheter was removed and there was no adverse outcome.====================== health professional's impression======================unknown